Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the blade of the sureform 45 stapler instrument stopped at the middle on the 3rd firing. The customer forced removing the arm to fix the problem. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup instrument of different kind. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument/ accessory was inspected prior to use with no abnormality. During the 3rd fire, the instrument had partial fire and stopped working. The instrument failed to unclamp, so the customer used the manual release knob (mrk) and successfully released the tissue. The instrument was removed with the cannula. The port incision was not enlarged. There was no dislodged/missing/loose component (pin) on the instrument. The target rectum tissue was not calcified nor exposed to any radiation or chemotherapy. No tissue tension nor bunching was observed. The surgeon did not experience any clamping issues and did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaws. Buttress material was not used. The surgeon always uses the green reload for lar procedure. The stapling issue did not result in malformed/ unformed staples, exposed blade, staples missing from the staple line, or holes/gaps observed within the staple line. The surgeon did not fire over an existing staple line. There was no patient injury/harm. No bleeding and no unplanned tissue removal were identified. Upon further follow up, the customer confirmed that there were no fragments falling from the device while used within a patient.

Manufacturer narrative:
Based on the claim against the product by the customer noting the blade of the sureform 45 stapler instrument stopped at the middle on the 3rd firing, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated and confirmed the customer reported complaint. The sureform 45 green reload was analyzed and found to have the knife exposed within the knife track. The reload was found to have a firing failure based on log review and during in-house inspection. A review of the logs showed the following details: the partial fire (pf) completion percentage was 83.55, with 2 pfs out of 15 fires. An additional observation not reported by the site that is related to the primary failure included mechanical indentation damage to the blade. An additional observation not reported by the site that is not related to the customer reported complaint found a damaged cartridge. A piece approximately 0.062" x 0.027" in size was missing.